Event description:
As reported, the coronary sinus catheter was well implanted within the coronary sinus, good positioning and inflation of balloon. At the time of release of retrograde cardioplegia, the coronary sinus broke causing bleeding in the patient. Further observation found that the tissues of the patient were damaged and weak, not due to the device but to the poor state of health. It was very difficult to reconstruct the coronary sinus because of the poor condition of the tissues of the patient. Continued bleeding occurred during the night after the surgery. The patient has recovered from this adverse event and no further interventions were performed.

Manufacturer narrative:
A functional articulation test was performed by actuating the thumb switch and the tip movement functioned as normal. A balloon leak test was also performed with passing results. As stated in the complaint description summary, patient selection most likely contributed to the adverse event and the surgeon did not allege any defects with the proplege device in question. No defects were found with the returned devices that would have contributed to the reported event. As stated in the complaint description summary, the physician in this case indicated that the patient may have not been a good candidate. However, in this case, no failure mode is being attributed to the device. There is no alleged defect with the proplege device associated with this reported event; therefore, there is no root cause to attribute to the device. The complications experienced during the procedure can most likely be attributed to poor patient selection, as indicated by the physician. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Device evaluation anticipated upon product returned from customer.